Event description:
It was reported that the pt was ami and the lesion was #3, with 100% restenosis. After crossing a guiding catheter and a guide wire, suctioning was carried out. Blood flow occurred and another co's balloon was delivered to pre-dilate the lesion. The vision stent was implanted at 9 atm. After deflation, angioplasty was performed. When the physician tried to post-dilate with the stent delivery system (sds) at 16atm, the pressure started decreasing and a leak of contrast material was found, which showed up on angiography. A dissection was observed from where the leak occurred to the lesion #1 proximal. Another co's stent was implanted at lesion #1 to #3, where the dissection occurred. The procedure was checked using ivus and the procedure was successfully completed. At the last stage, the lesion #3 with ivus was seen and there did not appear to be any calcification.